Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the tap and instrument tracker were warped. There was no patient present when this issue was identified. Follow-up with the manufacturer representative (rep) determined the tap was damaged because a competitor¿s handle was placed on the instrument. The navlock and tap were warped in the process of getting the handle removed.